Manufacturer narrative:
(B)(4). Batch # r92003. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled to inspect the internal components it was found that y-link was crack. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the teflon in the jaw peeled off despite not being use for a while. Not patient consequence reported.